Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for after use of device- implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed based on the event description since tte was performed, and slda was observed in one of the implants. Imagery was provided for investigation, but the videos correspond to the index procedure and slda could not be confirmed based on those records. Available information suggest that patient car accident likely contributed to the event. However, the possible root cause and contributing factors to post-procedure slda are indeterminable. Evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing non-conformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where after the procedure, a single leaflet device attachment (slda) occurred. A patient with papillary muscle rupture after a heart attack, was successfully stabilized with two ace devices. Less than one month after the procedure, the patient had a severe car accident and started feeling worse after that. Tte (transthoracic echo) was performed, and an slda was observed in one of the implants. It was assumed it was due to the forces during the accident. As per medical opinion, at the moment of the initial procedure the patient was in a bad condition, so the surgery could not be considered. However, when this event took place, the patient conditions had improved and, therefore, the decision was to go for surgery. The patient was successfully operated on post-operative day 30. Both ace devices were removed, and the head of the papillary muscle was attached back in its place. One artificial chord was placed and annuloplasty was performed on both mitral and tricuspid valve. The patient was recovering well after surgery.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h11. The complaint for after use of device- implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed based on the information provided by the clinical specialist regarding the tte that was performed, showing an slda of one of the implants. Imagery was provided for investigation, but the videos correspond to the index procedure and slda could not be confirmed based on those records. Per the information provided, the patient had complex anatomical conditions including a papillary muscle rupture due to a prior heart attack. Additionally, the patient was involved in a severe car accident that could have also contributed to the slda. Given the adverse event and prior health condition, the definitive root cause to the post-procedure slda is indeterminable. Evaluation of the available information is unable to identify a potential root cause for this event.